Event description:
It was reported that during an unknown procedure, the customer reported that during a single procedure, the surgeon and his staff had to change 4 devices, because all of these appliers showed the same problem: during the use the device blocked, so surgeon couldn't apply the clips on the vessel. In the end, this operation was carried out with another type of device. No adverse consequences on patient.

Manufacturer narrative:
(B)(4). Dropping or ejected clip,malformed clip,damaged antibackup. The analysis results found that the (B)(4) instrument (a) was returned in good visual condition. The instrument was cycled, fed 1 clip with gap and ejected the remaining eleven clips and then, it locked out as intended. The instrument was found to have slow feed due to the excessive silicone, causing the instrument to eject the clips. However, each device is visually inspected and functionally tested during the manufacturing process. The batch record was reviewed and no anomalies were noted during the manufacturing process.